Manufacturer narrative:
A1 patient identifier: complete list of sample ID's (B)(6). E1 phone: complete phone number is (B)(6). This report is being filed on an international product, list number 08d06-32 and there is a similar product distributed in the us, list number similar us ln 8d06-31 / 41. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer reported false non-reactive architect syphilis tp and provided the following data: reference = 1.0 s/co is reactive. On (B)(6) 2024 sample ID (B)(6) result was 0.46 s/co. On (B)(6) 2024 a second sample (sid # (B)(6) ) generated a result of 8.55 s/co. The original sample (sample ID (B)(6) ) was repeated and generated a result of 1.52 s/co. Per the customer the discrepant results were not reported out to the patient¿s medical provider. There was no reported impact to patient management.

Manufacturer narrative:
The complaint investigation included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, device history record review, and in house testing. Return testing was not completed as returns were not available. Data and information provided by the customer were reviewed and support the complaint issue without indication for any additional issue. Device history review did not identify any non-conformances, potential nonconformances, or deviations with the complaint lot. Ticket search by lot did not identify an increase in complaint activity. Trending review did not identify a related trend regarding commonalities for complaint lot and customer reported event. In-house testing was conducted with an in-house retained kit of lot 61332be00. Testing concluded all specifications were met, and no false non-reactive results were obtained, indicating that the lot generates the expected results. Labeling was reviewed and was found to address the customer reported issue. Based on the investigation, no systemic issue or deficiency of the architect syphilis tp reagent, lot number 61332be00.

Event description:
The customer reported false non-reactive architect syphilis tp and provided the following data: reference = 1.0 s/co is reactive. On (B)(6) 2024 sample ID (B)(6) result was 0.46 s/co. On (B)(6) 2024 a second sample (sid # (B)(6)) generated a result of 8.55 s/co. The original sample (sample ID (B)(6)) was repeated and generated a result of 1.52 s/co. Per the customer the discrepant results were not reported out to the patient¿s medical provider. There was no reported impact to patient management.